Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash all over the body. The patient reported it was unclear if the rash was caused by the lifevest or a new medication. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed triamcinolone for the rash. Follow up indicated that the rash improved.